Event description:
It was reported that the patient experienced st segment elevation and a decrease in end-tidal co2. During a pulse field ablation (pfa) procedure a faradrive sheath was used. After pre-mapping was done with a non-boston scientific mapping catheter, the first ablation performed was a cti in the right atrium (ra), which constituted an off-label use of the device. Transseptal access was then gained to the left atrium (la) and more pre-mapping was done. The mapping catheter was again exchanged for the farawave catheter to perform pulmonary vein isolation (pvi). During the pvi section of the procedure 3mg of nitroglycerin was administered to the patient. Seventy-four lesions were performed to the right pulmonary veins and fifty-nine were performed to the left pulmonary veins. Pvi was not completed though, as the anesthetist noted a decrease in end-tidal co2 to approximately 20 mmhg. Approximately thirty to thirty-five seconds later an st segment elevation was observed by the physician who initiated a code blue. The last ablation location before the st segment elevation occurred was the left atrial wall closer to the left superior pulmonary vein (lspv), which is also an off-label ablation location. A coronary specialist was consulted and coronary angiography was performed, which identified occlusions of the right coronary artery (rca) and left anterior descending (lad) artery. Thrombectomy of the lad was performed. Multiple rounds of cardiopulmonary resuscitation were required before the patient stabilized. It was noted that the patient has a permanent pacemaker (ppm). Following stabilization, a head computed tomography (CT) was ordered, along with an evaluation of neurologic function once the patient was awake and extubated. No clots were observed on the farawave catheter upon examination of it after the procedure. It could not be ruled out that some air had entered the patient from the faradrive sheath, though the physician did not understand how that could have happened given the device was constantly being infused with saline and there was no backflow. The results of the CT scan are not available, but the patient was able to move their left extremities (though not as much as the right extremities). The physician still had concerns the patient had a stroke, which was not confirmed. The patient fully recovered with no neurological deficits. The patient had no prior history of myocardial infarction (mi) or prior pvi. The device is not expected to be returned for analysis due to disposal.

Manufacturer narrative:
Investigation summary: based on the available information, although no product has been returned due to disposal, we have determined that the st segment elevation, paralysis, hypovolemia, and vessel occlusion are known inherent risks with use of this product. Device history record review: the manufacturing batch record review confirmed that the device met all material, assembly, and performance specifications. Device technical analysis: it was indicated the device is unavailable for return; therefore, a technical analysis of the complaint device could not be completed. Labeling review: review of the instructions for use confirmed that st segment elevation, paralysis, hypovolemia, and vessel occlusion is addressed as a potential procedural complication when using faradrive sheath. Additionally, based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use. Risk review: a risk review performed for the faradrive sheath device confirmed that the events of st segment elevation, paralysis, hypovolemia, and vessel occlusion are known events defined in the product's risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Product risk benefit includes consideration of risk severity and rate, and the overall residual risk of the faradrive sheath device is acceptable. Investigation conclusion: based on the information provided, the reported event of st segment elevation, paralysis, hypovolemia, and vessel occlusion are known inherent risks of using the faradrive sheath. As stated by the instructions for use, "potential adverse events associated with use of the faradrive sheath includes, but are not limited to: hypotension, vessel trauma, injury due to embolism." There were no indications that the device was used outside the bounds of labeled/indicated use or evidence of a product performance related issue. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available because the device was discarded. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available because the device was discarded. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported that the patient experienced st segment elevation and a decrease in end-tidal co2. During a pulse field ablation (pfa) procedure a faradrive sheath was used. After pre-mapping was done with a non-boston scientific mapping catheter, the first ablation performed was a cti in the right atrium (ra), which constituted an off-label use of the device. Transseptal access was then gained to the left atrium (la) and more pre-mapping was done. The mapping catheter was again exchanged for the farawave catheter to perform pulmonary vein isolation (pvi). During the pvi section of the procedure 3mg of nitroglycerin was administered to the patient. Seventy-four lesions were performed to the right pulmonary veins and fifty-nine were performed to the left pulmonary veins. Pvi was not completed though, as the anesthetist noted a decrease in end-tidal co2 to approximately 20 mmhg. Approximately thirty to thirty-five seconds later an st segment elevation was observed by the physician who initiated a code blue. The last ablation location before the st segment elevation occurred was the left atrial wall closer to the left superior pulmonary vein (lspv), which is also an off-label ablation location. A coronary specialist was consulted and coronary angiography was performed, which identified occlusions of the right coronary artery (rca) and left anterior descending (lad) artery. Thrombectomy of the lad was performed. Multiple rounds of cardiopulmonary resuscitation were required before the patient stabilized. It was noted that the patient has a permanent pacemaker (ppm). Following stabilization, a head computed tomography (CT) was ordered, along with an evaluation of neurologic function once the patient was awake and extubated. No clots were observed on the farawave catheter upon examination of it after the procedure. It could not be ruled out that some air had entered the patient from the faradrive sheath, though the physician did not understand how that could have happened given the device was constantly being infused with saline and there was no backflow. The results of the CT scan are not available, but the patient was able to move their left extremities (though not as much as the right extremities). The physician still had concerns the patient had a stroke, which was not confirmed. The patient fully recovered with no neurological deficits. The patient had no prior history of myocardial infarction (mi) or prior pvi. The device is not expected to be returned for analysis due to disposal.